Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda and difficult imaging were unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw (lot: 30908a1026) was chosen for implantation. The clip was placed medial a2/p2. Upon release of the device, the clip detached from posterior leaflet (single leaflet device attachment (slda)). A second xtw clip was implanted to stabilize the slda and a third xt clip was implanted to further reduced mr. The procedure ended with mr reduced to grade 2. There was no clinically significant delay.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.